Event description:
It was reported that the insulin pump alarmed button error during a bolus delivery. Customer's blood glucose reading at the time of the call was 390 mg/dl. No further information reported.

Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarm noted. Insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Insulin pump received with minor scratches on lcd window, cracked case at reservoir tube window corners, battery tube threads and broken belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.